Event description:
It was reported that there was a cassette not attached error. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. The event history log was reviewed. Functional testing was able to verify and duplicate the reported problem. It was determined that the damaged latch/flex circuit was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.